Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1elha, implanted: (B)(6) 2017, product type: lead. Product ID: 924256, lot# 082219516a, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer was bald, so during the implant procedure the ¿stimloc. Raises were above the skull too far.¿ there were no diagnostics or troubleshooting performed related to the issue. In order to resolve the issue the hcp used a drill to grind the skull down a bit in order to recess the stimloc., down into the bone so it didn¿t protrude above the skull, but the issue still wasn¿t resolved. No further complications were reported. Refer to manufacturer report #3012165443-2017-00013 for details pertaining to the reportable related event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.